Event description:
It was reported to vyaire medical that the ventilator gives circuit compliance too high.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). B5: unknown patient involvement, awaiting customer response for further information. D4: unique identifier (UDI) #: unable to determine entire UDI# as information was not provided. G4: PMA/510(k) #: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 others: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g6, h2, h6 and h11. The device was re-calibrated twice. After performing the calibration, the verification tests were performed and everything passed.

Event description:
Additional information received indicates that the device was re-calibrated twice. After performing the calibration, the verification tests were performed and everything passed.